Manufacturer narrative:
The investigation for the reported access site bleed, vascular damage, and ventricular arrhythmia has been completed. The impella device was not returned for evaluation. However, clinical details about the vascular damage and subsequent access site bleed were sufficient to determine the root cause. The root cause of the vascular damage was likely use-related as there was difficulty accessing vascular site in the cath lab resulting in bleeding around the initial right femoral vein pacing sheath. The sheath was upsized and alternative access was achieved in the left femoral vein. There was also an occlusion of the right femoral artery that required a surgical cutdown of the right femoral artery with removal of venous and arterial sheaths after impella removal. The root cause of the vt could not be determined without additional information. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The user facility reported a 46-year-old male with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. A notification was received via abiomed¿s long-term outcome and quality indicator impella registry that indicated this patient to have endured bleeding bark type 3b, a vascular complication, and ventricular arrhythmia. Each was alleged with a "definite" relationship to the impella device used. Intervention to address these issues was performed. Please see below for the reported narratives for the noted allegations: bleeding bark type 3b: difficulty accessing vascular site in the cath lab resulting in bleeding around the initial right femoral vein pacing sheath. The sheath was upsized and alternative access was achieved in the left femoral vein. There was also an occlusion of the right femoral artery that required a surgical cutdown of the right femoral artery with removal of venous and arterial sheaths after impella removal. Post-procedure, hemoglobin, platelets, and white blood count were down-trending likely as a result of hemodilution with volume resuscitation and with bleeding from the procedure in the cath lab. Vascular complication: extravasation and occlusion of the right femoral artery access site. Vascular surgery was consulted and recommended surgical cutdown. Cutdown was performed in the cath lab and the arterial and venous sheaths were removed. There was bleeding around the initial right femoral vein site with the pacing sheath. The sheath was upsized and an alternative location (left femoral vein) was utilized instead. Ventricular arrhythmia: the patient developed recurrent ventricular tachycardia and the device kept jumping into the aorta. Return of spontaneous circulation was achieved after the interventions for the ventricular rhythm. The patient was defibrillated many times. The impella device was subsequently removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿